Manufacturer narrative:
The received devices were evaluated and the reported event could not be confirmed. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. No product contribution to the reported event was identified. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and instability. It was also reported that the tibial tray came off when the surgeon put the spike retractor to expose the tibial tray.